Event description:
On 7/1/1998, the facility's materials management coordinator informed the manufacturer's (MFR.) Rep of the following: during insertion of the device, problems were encountered; however, she did not have all the details on hand. On 7/2/1998, the facility's materials management coordinator faxed the MFR's rep the following info: the device catheter was gently being pulled through the skin (after tunneling) and broke off at the tip. No further details were provided at this time.